Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a smartsite of an IV tubing just below the pump segment during a lipid infusing at 1 ml /hr. Over 20 hours. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: baxter 100ml IV bag of intralipid , lot 10ik6715 exp 09/2017; red cap, therapy date (B)(6) 2016. The customer's report of leaking at the smartsite was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional testing was performed by filling a lab IV bag with bleach water and attaching it to the set allowing fluid to flow through the whole set by gravity. Gravity testing revealed a leak from a small pinhole in the blue piston of the smartsite located just below the lower fitment. Further testing could not be performed due to leaking from the smartsite below the lower fitment. The cause of the pinhole cannot be determined but the identified probable cause of the damage to the smartsite piston is most likely due to a needle or similar sharp object puncturing the piston resulting in permanent damage in the piston material.